Event description:
Patient presented to the physician with an infection at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with pus at the chest incision and continued infection. Physician brought the patient into the or and removed the entire inspire system.